Event description:
It was reported that a er320 was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the clips would not close correctly. There was no consequence to the patient.